Event description:
The company was informed that the pt experienced swelling around the implant site. The patient's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.